Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found instrument blade cut test failed. Instrument was placed on in house is3000 system for latex cut test. The scissors did not cut cleanly through (B)(4) latex. The latex got snagged at the scissor tips. The blade edges were not damaged, but edges did exhibit wear at the tips, negatively affecting cut performance. Failure analysis investigation also found instrument main tube had deep scratches/gouges at the distal end with light material removal. The scratches were .095 - .175 in length and not aligned with the tube axis. It was concluded that the damage may have been due to mishandling. Failure analysis investigation also found instrument main tube had a small fissure in the axial direction, located directly below the tube reinforcement ring. The location of the crack was in an area that is not protected by the tip cover. Failure analysis investigation also found instrument main tube extension was broken and missing a .150 x .150 piece at the proximal clevis interface. The clevis was dislodged from the tube extension. The tube extension fractured next to one of the keys that mates with the proximal clevis. It was concluded that the damage to the tube extension may have been due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, tube abrasions found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during da vinci si procedure, the monopolar curved scissors instrument had dull blades and was not able to cut tissue. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.